Manufacturer narrative:
A return authorization has been issued for the base to be returned, but as of the date of this report the base has not yet been returned.

Event description:
On (B)(6), customer svc received a phone call from a medical equipment dealer stating that he needed to order a replacement base and rear casters for an easystand. He stated that the caster had broken off and they were unable to remove the stem from the base. On (B)(6) 2011, I spoke with the contact at the medical equipment dealer asking if he had any further info regarding how the caster had broken and/or the user and he said he did not. He stated he received a call from his customer that a part was broken and when he went out to the home he saw that the caster and broke off from the frame. I asked him to try to get more info when he replaces the components and he said if he receives any further info he will contact me.